Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a (B)(4). Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425 cc and suffered from bilateral deflation. The patient felt ¿like implants lost volume and not feeling full and patient can feel the valve and they are moving.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the sal smooth rnd diap 425cc breast implant, measuring approximately 9 cm. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the implants were intact. There was no deflation. The replacement devices were mentor memorygel breast implant 250cc. The patient experienced breast ptosis. The date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).